Manufacturer narrative:
Product analysis: analysis found that there was no stylus assembly, so the stylus was replaced. Touchscreen was found to be ok. Software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was bad. The programmer was returned for servicing. There was no patient involvement.